Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a sapien 3 ultra valve, the esheath+ was prepared, and an extra grey strip was noted on the distal tip. The sheath was inserted without resistance, and the delivery system advanced without difficulty. The valve was deployed without issues. After sheath removal from the patient, the distal tip torn was observed. The patient experienced no injury and remained in stable condition.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As per imagery review, torn tip material was observed to be missing.

Manufacturer narrative:
Additional information added to b5 and h6.